Event description:
As reported, the balloon of a .014 4.0x30 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured prematurely before reaching the nominal pressure. The anomaly was found during preparation before the device was used in the patient. No patient injury occurred. The device was stored and prepared per the instructions for use (IFU). There was no difficulty removing the protective balloon cover or any sterile packaging components, and the device maintained negative pressure during preparation. A contralateral approach was not used. The defect was identified during preparation before use, as such the device could not be used. Therefore, the device was not able to cross the lesion, no kinking occurred during the procedure and the product remained intact in one piece. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.